Manufacturer narrative:
The reported event of crm 7002142253 - pcus disconnecting from wireless file was opened to document an event that the customer reported. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 10/20/2008. A review of the device service history record was performed beginning from the date of manufacture to the present date. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Event description:
The customer reported that they receive about 180-250/weekly interoperability errors stating that the infusion pump is offline and disconnecting from their wireless. The clinicians are trying to use interoperability and it fails, so they have to manually program the pumps. There was no report of patient harm.